Event description:
The customer reported that his glucose level has been very high since he was connected to the insulin pump and ended in the hospital. The caller stated that he got out and the threshold hold was suspended itself. The customer's blood glucose reading at time of call was 241mg/dl, and the device did not give him a correction; he has to do manually. The blood glucose at the emergency room was over 600mg/dl. The customer was receiving dialysis and the nurses came up; he was about to pass out, and the nurse told his mother to take him to the hospital. Troubleshooting was performed, and no damage to the drive support cap noted. The time, date, basal rates, and bolus wizard settings were correct. Assisted the customer to run the high pressure test and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.